Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6)2018 with low blood glucose of 41 mg/dl and current blood glucose was 107 mg/dl. Customer stated that, when he was at work he crashed. Blood glucose value from reported event was 41 mg/dl and sensor glucose value from reported event was 130 mg/dl. Sensor glucose and blood glucose difference was 89 mg/dl. Customer stated when he was at work he crashed, he states his sensor reading was 130 mg/dl and his actual finger prick was like 40 mg/dl. The customer also stated that, the sensor had lost sensor alert and sensor cannula was bent. Customer stated that, he had problems with his insulin pump and his sensor. The drive support cap appears normal. Significant events leading to hospitalization was crashed. Customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was over delivering. Customer stated that, he does not want to continue troubleshoot for low blood glucose. The insulin pump will not be and sensor will be returned for analysis.